Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to their baxter sales representative of an interlink catheter extension set that leaked. The leak occurred at the connection of the tubing and either the male or female luer. The leak did not occur at the injection site. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. If the sample becomes availalble or additional information is obtained, a follow up will be submitted.